Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via healthcare provider (hcp) who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that ins is off and non-functioning. Caller then clarified that the patient said the ins was off but didn't give any further information about the status of it. The caller was not with the patient. Technical services (tss) reviewed use of MRI mode and potential overdischarge. Caller was going to attempt to clarify more information with the patient. Additional information was received from the patient. It was reported that the circumstances that led to the stimulator is off and n on-functioning was due to unable to charge. The patient is trying to locate a new physician.